Event description:
It was reported that 1 bd micro-fine¿ pen needle pulled out. The following information was provided by the initial reporter : the patient reports that after giving the injection he noticed that the pen-side needle portion remained attached to the pen cartridge.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ pen needle pulled out. The following information was provided by the initial reporter: the patient reports that after giving the injection he noticed that the pen-side needle portion remained attached to the pen cartridge.

Manufacturer narrative:
H6: investigation summary: one photo of a an open and broken 32g x 4mm pen needle sample along with the broken piece of cannula stuck in the septum of an insulin pen was returned from lot. No. 1251948, cat. No. 320140. Based on the photo returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.